Manufacturer narrative:
The permanent cautery hook has been returned and evaluated by the failure analysis team. Failure analysis investigations not replicated nor confirmed the customer reported complaint. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Visual inspection internal and external it was performed and passed. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during da vinci-assisted surgical procedure, the permanent cautery hook smoked while in use. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations replicated and confirmed the customer reported complaint errors c00 and c34. During the power-on test, the c34 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The integrated electrosurgical unit (iesu) was received with broken bezel. The probable root cause is attributed to a defective generator.